Manufacturer narrative:
Correction: section h6 results code should have been 3221 instead of being blank in additional report 2. This correction is reflected in this additional report 3.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated. Further information requested but not available. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient controller displayed the message "replace generator, end of service". Patient lost therapy approximately on (B)(6) 2020. Surgical intervention is expected to address the issue.